Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found.